Manufacturer narrative:
The device was received at the analysis lab, however, product analysis has not been completed as of this date.

Event description:
It was reported that when preparing for a coronary drug eluting stenting treatment procedure the packaging was not sealed. The physician noticed prior to opening a 3.0x28mm taxus express2 drug eluting stent that the inside packaging was not sealed. This was noticed outside of the patient. The physician completed the procedure with another taxus express2 stent of the same size. The patient is reported as ok.